Manufacturer narrative:
This event has been recorded under zimmer biomet complaint (B)(4). The device history record (DHR) for 00515047601, could not be performed as a lot number was not provided for the reported event. Therefore, the manufacturing and sterility dates could not be confirmed. On (B)(6) 2019, it was reported from (B)(6) that the blue locking ring came loose and fell off. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. While the returned product investigation confirmed that the 0515047601 tip lock had detached from the gun, it cannot be determined from the information provided what actually caused the reported event. A supplier investigation was created to address an issue with the tip lock not properly being retained within the gun. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the customer informed us that the blue locking ring came loose and fell off. No adverse events have been reported as a result of this malfunction.